Event description:
Procedure: lap colon. According to the reporter: the stapler was closed around the rectum sigmoid and fired. However, the tissue was pushed out of the jaws and staple formation was improper. There was no bleeding or fluid leakage reported as a result of tissue just opened. The surgery was then changed from a laparoscopic approach to an open surgery. The case was ultimately extended three hours.

Manufacturer narrative:
.